Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for aspiration. Actuation could not be performed since inner cutter is broken at the port. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at the cutting edge and other location on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm reported issue. The evaluation indicated that the probe had an actuation failure and that the inner cutter was broken at the port. The aspiration function of the probe was conforming; however, the broken portion of the inner cutter port could have been introduced into the aspiration pathway of the probe and cause a partial or full occlusion at the time the event occurred. The root cause for the inner cutter broken at the port is due to the excessive surgical use of the probe. The vitrectomy probe is verified for 20 minutes of use at maximum cut speed per the probe direction for use and it appears that the probe has experienced a use much greater than the typical timeframe of the vitrectomy portion of the procedure. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The reported aspiration failure was not confirmed and an exact root cause for the broken inner cutter port was not determined from this evaluation; therefore, no specific action with regard to this complaint was taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration failure of the cutter occurred when used during surgery. The procedure type was unknown. The surgery was completed after replacing the probe with another one. There was no impact on patient.